Manufacturer narrative:
Based on the description of the event, an acs® fb+ pe-insert ultra sz. 3/10mm could not be impacted into a tibial component despite several impacting attempts apparently causing a fracture of the proximal tibial bone. This issue caused a prolongation of the surgery of 3 hours. This issue caused a prolongation of the surgery of 3 hours. Based on the given combination products, the tibial component as well as the femoral component and the pe-insert were switched out. It is therefore assumed that the prolongation was caused due to the multiple attempts to impact the pe-insert as well as the use of alternative products. In the end, alternative products were used to finish the surgery. The products in question was not provided for an optical examination. An x-ray image was provided. It was not possible to identify a fracture of the tibia. The manufacturing documents and the material certificates of the pe-insert as well of the tibial component were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. The impaction process is described as follows in the associated surgical technique: "insert the tibial pe insert of the determined size from anterior into the locking mechanism (dovetail) of the tibial component. Make sure that the insert is fully seated by using the im¬pactor for tibial inserts " based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impaction was not done correctly. If the pe-insert is inserted not correctly before impaction, the snap edge is deemed to be deformed, and it can no longer be impacted correctly. However, without an examination of the product in question, this can neither be confirmed nor denied due to lack of information. The event was assigned to the error patterns "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the pe insert was not able to lock / seated properly flush into the tibial component despite thorough cleaning and checking for debris or obstruction. After several attempts and knocking, the proximal tibial bone apparently fractured. " note 1: multiple attempts to lock the pe insert inside the tibial component apparently resulted in a fracture of the proximal tibial bone. The reported event led to a prolongation of the surgery by three hours. Based on the given combination products, the tibial component as well as the femoral component and the pe-insert were switched out. It is therefore assumed that the prolongation was caused due to the multiple attempts to impact the pe-insert as well as the use of alternative products. The described fracture of the proximal tibia could not be confirmed during investigation.

Manufacturer narrative:
According to the description of the event, an acs® fb+ pe-insert ultra sz. 3/10mm could not be impacted into a tibial component despite several impacting attempts apparently causing a fracture of the proximal tibial bone. This issue caused a prolongation of the surgery of 3 hours. Based on the given combination products, the tibial component as well as the femoral component and the pe-insert were switched out. It is therefore assumed that the prolongation was caused due to the multiple attempts to impact the pe-insert as well as the use of alternative products. In the end, alternative products were used to finish the surgery. Only the pe-insert was provided for an optical examination. In the region of the pcl recess of the pe insert, a distinct bulging is evident. This suggests a possible tilting or misalignment of the pe insert with the tibial component. Additionally, minor surface scratches are also visible on the articulation surfaces. The bottom side of the pe insert shows a deformation of the anterior edges. They likely have occurred during the final explantation. An x-ray image was provided. But it was not possible to identify a fracture of the tibia as it was mentioned in the description of the event. The manufacturing documents and the material certificates of the pe-insert as well as of the tibial component were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. The impaction process is described as follows in the associated surgical technique: "insert the tibial pe insert of the determined size from anterior into the locking mechanism (dovetail) of the tibial component. Make sure that the insert is fully seated by using the im¬pactor for tibial inserts " based on the available information, no technical root cause could be determined why the pe insert could not be impacted into a tibial component despite multiple impaction attempts. A possible root cause could be an incorrect impaction of the pe-insert. The observed bulging in the region of the pcl recess of the pe-insert could suggest a possible tilting or misalignment of the pe insert relatively to the tibial component during the insertion. However, this can neither be confirmed nor denied without a doubt. The described fracture of the tibial bone could not be confirmed. The event was assigned to the error patterns "incompatibility" and "peri-prosthetic fracture" in the associated risk managements.

Event description:
The following event was reported to implant cast gmbh: "the pe insert was not able to lock / seat properly flush into the tibial component despite thorough cleaning and checking for debris or obstruction. After several attempts and knocking, the proximal tibial bone apparently fractured. " note 1: multiple attempts to lock the pe insert inside the tibial component apparently resulted in a fracture of the proximal tibial bone. The reported event led to a prolongation of the surgery by three hours. Based on the given combination products, the tibial component as well as the femoral component and the pe-insert were switched out. It is therefore assumed that the prolongation was caused due to the multiple attempts to impact the pe-insert as well as the use of alternative products. The described fracture of the proximal tibia could not be confirmed during investigation. Follow-up: implant cast gmbh was provided with the affected product acs® fb+ pe-insert ultra sz. 3/10mm on (B)(6) 2026.